Event description:
Brief description: the pd nurse reported that the patient was unable to complete treatments because the patient¿s catheter was not working properly. The nurse confirmed that the patient is currently admitted to the hospital for a catheter revision procedure (B)(6). Spoke to pd nurse (B)(6) from (B)(6) at (B)(6) on (B)(6) 2025 at 3:30 pm cst and was able to confirm that the treatments were not completed on the reported dates either with the cycler or by performing manuals. The pd nurse reported that the patient was unable to complete treatments because the patient¿s catheter was not working properly. The nurse confirmed that the patient is currently admitted to the hospital for a catheter revision procedure. This is all the information available at this time. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".